Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2012-03909. It was reported to boston scientific corporation that two ultraflex tracheobronchial covered stents were implanted within the patient on (B)(6), 2012 during a bronchoscopy procedure with stent placement. According to the complainant, the stent was being implanted to treat a malignant stricture. The patient¿s anatomy was reported to be normal. No damage was noted to the devices prior to stent placement. On (B)(6), 2012, an ultraflex stent (manufacturer report # 3005099803-2012-03909) was advanced over the guidewire and into the target lesion without any complications. The nurse pulled on the deployment suture in an attempt to release the stent; however, half way through deployment, the suture became stuck and could not be pulled back any further. Reportedly, when the deployment suture was pulled, the entire stent and delivery system started to fold back on itself. The partially deployed stent and delivery system could not be pulled back through the scope; therefore, the entire scope and device were removed as a unit. Subsequently, the scope was repositioned within the patient and a second ultraflex tracheobronchial stent was implanted without any complications. Following deployment, the delivery system was removed from the patient and the scope was positioned within the target site to inspect the placement of the stent. At this time, it was noticed that a "small, circular piece of silicone" was observed within the lumen of the deployed stent. The surgeon used pulmonary forceps to remove the "silicone plastic" from within the stent. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. The surgeon noted that it could not be determined if the detached "silicone plastic" was from the first stent (manufacturer report # 3005099803-2012-03909) or the second stent. Preliminary investigation results for the first stent (manufacturer report # 3005099803-2012-03909) revealed that the stent had been returned partially deployed. Additionally, both the distal and proximal silastic tubing was present. Preliminary investigation results for the second stent revealed that the stent had been fully deployed from the device and had not been returned. The distal silastic tubing was missing from the shaft, and was returned in a container. No other issues were noted to the device.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-03908 and 3005099803-2012-03909. It was reported to boston scientific corporation that two ultraflex tracheobronchial covered stents were implanted within the patient on (B)(6) 2012 during a bronchoscopy procedure with stent placement. According to the complainant, the stent was being implanted to treat a malignant stricture. The patient's anatomy was reported to be normal. No damage was noted to the devices prior to stent placement. On (B)(6) 2012, an ultraflex stent (manufacturer report # 3005099803-2012-03909) was advanced over the guidewire and into the target lesion without any complications. The nurse pulled on the deployment suture in an attempt to release the stent; however, half way through deployment, the suture became stuck and could not be pulled back any further. Reportedly, when the deployment suture was pulled, the entire stent and delivery system started to fold back on itself. The partially deployed stent and delivery system could not be pulled back through the scope; therefore, the entire scope and device were removed as a unit. Subsequently, the scope was repositioned within the patient and a second ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-03908) was implanted without any complications. Following deployment, the delivery system was removed from the patient and the scope was positioned within the target site to inspect the placement of the stent. At this time, it was noticed that a 'small, circular piece of silicone' was observed within the lumen of the deployed stent. The surgeon used pulmonary forceps to remove the 'silicone plastic' from within the stent. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. The surgeon noted that it could not be determined if the detached ¿silicone plastic¿ was from the first stent (manufacturer report # 3005099803-2012-03909) or the second stent (manufacturer report # 3005099803-2012-03908). Preliminary investigation results for the first stent (manufacturer report # 3005099803-2012-03909) revealed that the stent had been returned partially deployed. Additionally, both the distal and proximal silastic tubing was present. Preliminary investigation results for the second stent (manufacturer report # 3005099803-2012-03908) revealed that the stent had been fully deployed from the device and had not been returned. The distal silastic tubing was missing from the shaft, and was returned in a container. No other issues were noted to the device.

Manufacturer narrative:
Patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and had not been returned. It was noted that the distal silastic tubing had detached from the device and was returned. An examination of the distal silastic tubing, which measured approximately 4 mm in length, found no issues with the tubing. There were no tears evident along the length of tubing. A measurement of the internal diameter of the tubing found that the tubing meet specifications. In addition, measurements of the tip of the device and the shaft of the device found the device to meet all specifications. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.